Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 38 synergy drug-eluting stent was selected for use. However, it was noted that the shaft broke outside of the guide. The procedure was completed with a similar device. No patient complications were reported.